Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not have relief of their symptoms and the lead was then replaced via a surgical procedure. It was unknown if there were any environmental/external/pa tient factors that may have led to the issue. It was unknown if there were any diagnostics or troubleshooting performed. It was also unknown if any other interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved. The patient status was unknown at the time of report. There were no further complications reported or anticipated.